Manufacturer narrative:
Model number sc-2316-70. Serial number (B)(6). The returned lead was analyzed and the alleged impedance anomaly was confirmed. Visual and x-ray inspections of the lead found fractured cables near the proximal array retention sleeve. It appears that the lead body was exposed to excessive mechanical-tensile force causing the it to be kinked and fractured after it exits the ipg port. Additionally, the lead was cleanly cut. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Model number sc-3400-30. Serial number (B)(6). The returned lead splitter was analyzed and no anomalies were found.

Event description:
A report was received that the patients pain had increased. An impedance check revealed that the lead displayed high impedances on multiple contacts. The physician assessed due to the high impedances it was not possible to increase the coverage. The patient underwent a revision procedure and the lead and lead splitter were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect device: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that the patients pain had increased. An impedance check revealed that the lead displayed high impedances on multiple contacts. The physician assessed due to the high impedances it was not possible to increase the coverage. The patient underwent a revision procedure and the lead and lead splitter were replaced. The patient was doing well post-operatively.